Manufacturer narrative:
The customer biomed engineer (bme) confirmed the touch screen was successfully replaced. The device was operational and returned to service after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint from the customer biomed reporting the touch screen on the v60 ventilator was not responsive to touch. The device was not in clinical use. There was no report of harm. A philips remote service engineer (rse) evaluated the issue with the biomed engineer (bme) and confirmed the reported issue. The bme reported the touch screen was completely unresponsive and the calibration page could not be accessed. The bme tested the unit with a working touch screen and the issue resolved. The rse provided the part details for customer order of replacement. Investigation is ongoing.